Event description:
The customer was hospitalized for high bgs and dka. It was reported that the customer was vomiting and dehydrated. The cause of the hospitalization was pt heart and the cannula was not inserted. Troubleshooting was not performed at the time of call.